Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's grandmother reported via phone call that the insulin pump had replace battery alarm and then power failure. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that the insulin pump was not available for troubleshoot. Customer was tried different brand new batteries. The insulin pump will not be returned for analysis.